Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain zero of five of their therapy. The patient had drained 246ml of an expected 1500ml at the time of the alarm. The caregiver mentioned that up to this point, the patient had received the alarm twice. During troubleshooting, it was verified that the connections were tight and the clamps were open. The patient then received a dc drain complication encountered message. The caregiver rebooted the cycler but the m31 alarm reoccurred. Treatment was cancelled and upon removing the cassette, the caregiver noticed fluid leaking from the cassette compartment of the cycler. The cause of the leak was unknown. The technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the leak. The cassette was discarded following the leak. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm before treatment was cancelled. An internal inspection identified visual evidence of fluid within the pneumatic filter. The filter was detached and replaced. A second simulated treatment was performed and completed on the cycler without further complication. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was also performed and the cycler was found to be within tolerance. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed in relation to the fluid leak and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.